Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our (B)(6) affiliate, during the transfemoral tavr procedure, upon removal, the expandable sheath (esheath) was observed to the damaged or split. No injury to the patient was reported. Transfemoral access was obtained via the left external iliac artery (eia). Following vascular dilation, performed with a 22fr dilator, the esheath was inserted; however, it became stuck in the left common iliac artery (cia) and was withdrawn. The 22fr dilation was inserted again. The esheath was then inserted without incident. A 23mm sapien xt valve was inserted and deployed without incident. Prior to the removal of the esheath, an occlusion balloon was prepared anticipating possible vascular injury. Upon removal, the seam of the esheath tip was observed to be ¿deformed.¿ following esheath removal, three angiograms were performed via the left cia to evaluate the access artery, but no occlusion or injury was observed. The procedure was completed without complications. The access vessel minimal luminal diameter (mld) measured 5.3mm with moderate calcification and no tortuosity reported. It was perceived that the deformation of the esheath tip may have been caused by slight gap between the esheath introducer and the tip of the esheath getting stuck on the vascular calcification.

Manufacturer narrative:
Result code: 22 known inherent risk of procedure. The esheath, with the introducer inserted into the sheath, was returned to edwards lifesciences for evaluation. Visual inspection revealed the sheath was fully expanded, as designed. Scratches were present along the entire sheath shaft. The hdpe material was stretched/damaged at the distal tip along the score lines. Heavy scratches were also observed on the returned introducer. When the introducer was inserted into the sheath, the scratches were observed beyond the sheath distal tip. No dimensional analysis or functional testing was performed due to the condition of the returned esheath. DHR review was performed on the work orders related to the manufacture of the device and components that could potentially contribute to this event. The work orders did not reveal any manufacturing issues that could have contributed to the event. During manufacturing, the esheath undergoes multiple 100% manufacturing inspections. These inspections support that it is unlikely a manufacturing non-conformance was the source of the complaint. The complaint of the difficulty with insertion of the sheath into the patient was confirmed based on the condition of the returned device. No manufacturing non-conformances were identified in the returned sample. The complaint of the sheath tip damage was also confirmed based on the visual inspection of the returned device. No manufacturing non-conformances were identified in the returned sample. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an 18fr esheath is 6.5mm. In this case, the patient¿s access vessel measured 5.3mm with moderate calcification and no tortuosity reported. Available information suggests that patient factors (less than adequate vessel mld, moderate access vessel calcification) likely contributed to the insertion difficulty of the device into the patient and the damaged distal sheath tip. No patient injury was reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.